Manufacturer narrative:
The device had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. We were unable to confirm battery out limit, button, keypad anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display anomaly. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip lot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button does not work after it has been exposed to pool water. Customer also mentioned that a battery out limit alarm was received after the battery has been removed and reinserted and unable to clear the alarm. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump will no longer turn on. Customer also reported damage to the insulin pump reservoir and battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.